Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to troubleshoot the issue. They completed the following actions; replaced the buffer valves and replaced all tubing in the ion selective electrode unit. All verification checks were within specification. Samples were repeated and the results generated were higher. The customer reported that results were still low when compared to a reference laboratory. The fse then replaced the sodium and reference electrodes. All verification checks were within specification after the completion of these tasks. No further erroneous results generated. No further issues were reported by the customer. There is sufficient evidence to suggest the cause of the questioned results are due to a hardware malfunction although no one part can be implicated as the sole contributor in this event. (B)(4).

Event description:
The customer reported the generation of false low sodium patient result on their beckman coulter au480 clinical chemistry analyzer. The erroneous patient result was not reported outside of the laboratory. There was no report of change to patient treatment in connection with this event.